Event description:
During a labral tear repair, the suture broke prior to loop reduction being complete. Anchor was left imbedded in the pt. An add'l anchor was used to complete the repair. Smith & nephew clinician confirmed that the surgeon was performing the labral repair and that the suture was removed from the anchor. A delay of about two minutes resulted.

Manufacturer narrative:
Device was not returned for evaluation. Therefore, no determination could be made for the reported device failure.